Event description:
It was reported that the system would not perform fluoroscopic x-ray. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray monoblock needs to be replaced. The reported issue is currently under investigation.